Manufacturer narrative:
The pump was not requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a hypoglycemic event due to history setting issue. It was reported that the patient recently had low blood glucose (bg) reading in the morning and on (B)(6) 2014, the patient¿s bg was as low as 39 mg/dl with fainting episodes, severe dizziness and/or severe headache, confusion and/or disorientation and had difficulty speaking and/or slurred speech. Reportedly, the patient was treated with insulin injection by health care provider (hcp) at the hospital. The patient reportedly remained on pump therapy without any recent adjustment to the pump settings by hcp. Customer support agent reviewed the event with the reporter. Review of potential causes for inaccurate delivery determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issue revealed that the patient in response to the recent low bg issues had decreased the basal settings so that they are all the same on the pump. Trouble shooting determined that the recent low bg episodes were basal setting related and had advised the reporter to follow up with the hcp to review and adjust the settings appropriately. This complaint is being reported based on the allegation that the patient experienced serious hypoglycemia of unclear cause while using insulin pump therapy, with the need for settings adjustments determined to be a potential cause or contributor.

Manufacturer narrative:
Customer support has clarified that audio review of call clarified: the patient was having trouble with low bg consistently in the morning, and so was making his own basal adjustments lowering them only recently in response to low bg¿s. Patient reports besides making his own adjustments, he is also not bolusing with the pump, not related to the complaint of low bg¿s. The low bg¿s were found to be basal setting related and it was recommended that patient follow-up with his hcp for further review and recommendations regarding his settings.